Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power and would not turn on. When attempts were made to power it on, a clicking noise was heard; however, the station remained powered off. The customer verified the power outlet and all cables, and all appeared to be functioning properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power and remote support service (rss) was offline. The field service engineer (fse) replaced the power supply and performed a functional test, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.